Manufacturer narrative:
As the complaint dealt with the tape to the drape which is procured from 3m, they were contacted. See scanned pages.

Event description:
On 5/17/07, a report was received that pt had a 4mm round area on the upper arm where the skin was removed after undergoing open heart surgery that lasted 3 hrs. Nurse stated that when the drape was removed the skin came off where the adhesive touched the arm. The nurse noted the child has sensitive skin because the ioban prep that was used removed a light layer of skin on the child's chest. Debridement of the wound was done by plastic surgeon dr. Who applied silvadine and a mesh wrap with gauze to the upper arm. He classified the wound as a 2nd degree burn. Kimberly-clark has no first hand knowledge of the allegations, but is relaying the info received from outside sources pursuant to federal reg.